Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had excessive no delivery alarms on several infusion sets. Customer stated they would receive a no delivery alarm during their basal rates. The customer's blood glucose was 250 mg/dl. It was also found the insulin pump did not pass the fixed prime test. The insulin pump passed a self-test during troubleshooting. The insulin pump will be returned and replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.